Manufacturer narrative:
Additional information was received on (B)(6)2020 on the event. The patient is a 73 year old male. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No biosense webster product malfunctions nor error messages were reported. Therefore, processed a 2. Patient age at the time of event, a 2. Age unit, and a3. Sex fields. During an internal review on (B)(6)2020, noted correction on the 3500a initial in the ¿d11. Concomitant medical products and therapy dates¿ section. Therefore, added ¿unknown brand sheath¿ in this field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30360520l number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Pericardial effusion was confirmed by intracardiac echocardiography (ice) placed in the right ventricle (rv) at the beginning of the right pulmonary vein (rpv) ablation after the left pulmonary vein (lpv) had been already ablated. The patient¿s blood pressure had not decreased significantly at that point. When preparing for pericardiocentesis, the blood pressure decreased more, and the reminder of the procedure was aborted. Pericardiocentesis was performed to drain the fluid from the pericardium, and the blood pressure restored. After drainage, the patient was checked in the catheter room for a while and left the room after confirming that there was no pericardial effusion and that the blood pressure recovered and stabilized. Extended hospitalization was required as a result of the adverse event, the patient¿s discharge was planned for (B)(6) 2020. The physician believes that because the effusion accumulation was gradual, the timing of the cardiac tamponade was not during the ablation but might have been caused by sheath manipulation. On 7/19/2020 additional information was received that the patient was stable after surgery; however, it is not clear if surgical intervention was required to treat the adverse event. Further follow up will be sent to confirm the information. With the information available from the event description that patient left the room after confirming there was no pericardial effusion and that the patient¿s blood pressure restored and stabilized, the ¿surgical intervention¿ patient code will not be selected as there¿s a strong argument that further intervention was not required. Should more information become available, it will be reviewed and processed accordingly.